Event description:
Customer reported device did not read check key properly. Device code = 020 and code key in the device = 920. No treatment was received. Control information does not apply. A request was made for return product and replacement product was sent.